Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was on ambulance due to low blood glucose level. Customer's blood glucose level was 11 mg/dl. On next day customer had high blood glucose level of 483 mg/dl. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.